Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Reporter indicated a patient developed swallowing difficulties following initial vns therapy system implant surgery. The patient was hospitalized and the plan of care was to insert a feeding tube. While the patient was hospitalized, it was noted a (B)(6) infection had developed at the vns generator site, and the generator was explanted. It is not known if a feeding tube was inserted or if the vns lead was also explanted. Attempts for further information are in progress.